Event description:
It was reported that this right ventricular (rv) lead exhibited insulation pullback that was noted during a generation change procedure. No noise was seen, and the pace impedance measurements were stable. The physician used a silicon lead repair kit. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited insulation pullback that was noted during a generation change procedure. No noise was seen, and the pace impedance measurements were stable. The physician used a silicon lead repair kit. This lead remains in service. No adverse patient effects were reported.